Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). A review all of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported failure. He then inspected the unit further and found some fluid spill inside. The clamp was dried and cleaned. A sealing and a covered bearing were also installed and the issue could be solved. As root cause dried fluid on electrical components, i.e. "Fluid/ moisture ingress" was identified. The cause for the fluid entrance might be due to use condition / cleaning at customer.

Event description:
Livanova received a report that a s5 erc tubing clamp / 500mm triggered two error codes during priming. There was no patient involvement.